Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were performed; the reported problem was unable to be verified or duplicated. A review of the event history was performed. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette removed alarm was triggered. The event occurred while patient use at the facility. There was no patient harm/adverse event reported.